Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump fails for accuracy during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: product is beyond three years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device intact. Functional testing performed three accuracy tests, the pump was found to be within manufacturing specifications. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Corrected data: d4: correction: model number: 6400.